Event description:
It was reported that the patient presented during clinical follow-up. Interrogation of device noted that the right ventricular lead exhibited failure to capture and variation in r wave sensing amplitude. Dislodgement was confirmed through imaging. The reported lead was repositioned on (B)(6) 2023. The patient was in stable condition.